Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shut down. After charging the pump for one hour, the user reported that the pump still would not turn on. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.